Manufacturer narrative:
The reported underdelivery was confirmed during testing. This was caused by a defective mechanism in which the plunger collar stop nut was found loose.

Event description:
The device was received in the biomedical engineering department from central supply with an unsigned note stating: "unit needs to be recalibrated." There was no documentation showing the nursing unit where the pump was in use and no way to track it to a user. During biomedical engineering testing, the device was noted to underdeliver. With an expected delivery volume 0f 200ml, the pump infused 150ml. There were no reports of any adverse pt events for this device when it was in pt use. No further info was available.